Event description:
It was reported that following the patient's implant procedure of the neurostimulator and after being discharged, the patient fell. Bruising, edema and infection at their implant site was observed. The device appears to still be working properly; however, the physician decided to remove the entire system. There are no other issues or complications reported.

Manufacturer narrative:
Block d2b product code - additional product code qon. Block c2/d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1p342002, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.